Event description:
After placement of mayfield clamp (placement of pins) and uncomplicated reposition of patient for surgical spine procedure, the mayfield clamp was noted to have moved and caused 2 lacerations to patient head. It was noted by md that the locking mechanism became released which allowed for migration of the cranial pins causing the skin laceration. Lock had been checked both prior to placement on patient and following placement on patient and noted as secure. Lacerations were noted to be superficial and stapled by surgeon. Decision made to proceed with surgical procedure. Procedure completed without complication.